Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011: product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011: product type lead. (B)(4).

Event description:
It was reported the patient¿s gastric stimulator was not stimulating like it used to; the patient could feel it every now and then but it was not like when it was first implanted and they could not seem to get the same output they used to be able to get. It was noted the patient had stimulation turned up as high as she could handle; her doctor tried to turn her up but her whole body was contracting. The patient¿s stimulator was not emptying her stomach like it used to and she was put back on peridone. It was also reported the patient had lost so much weight she was ¿all the way back to where she started before she was implanted.¿ it was noted the patient¿s doctor thought her pain pump was affecting the stimulation output of her gastric stimulator. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.